Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the right cylinder connecting tube had a crack. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Corrected d4: model number, lot number, catalog number, unique identifier (UDI) #. Corrected c2/d10: concomitant product/therapy.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the right cylinder connecting tube had a crack. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and leak tested. Microscopic evaluation revealed that the tubing was cut down to the pump block; therefore, it was not returned for analysis. In addition, bodily fluid contamination was noted within the component, which led to the pump not being functionally tested. No leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the right cylinder connecting tube had a crack. The pump was removed and replaced. There were no patient complications reported.